Event description:
Family member called for pt to report that one of the ultra test strips were improperly made. Family member mentioned that the black layer on the test strip was sticking out and it was not even with the rest of the test strips which also made it hard to insert the strip into the meter. Pt was having symptoms of hypoglycemia at school and was unable to obtain a bg reading because of the one strip. School nurse tested the pt with another test strip from the same vial and was able to obtain a bg reading and treated the pt accordingly. Issue was not resolved over the phone. Family member is returning that one defected test strip and sending pt complementary test strips.